Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was over delivering. Customer alleged insulin pump was over delivering because insulin pump was giving insulin on its own. Customer experienced low blood glucose level and treated with food. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.